Manufacturer narrative:
Insulin pump alarmed insulin flow blocked during the basic occlusion test and failed the prime/seating test due to out of spec force sensor zero offset (466.1 mv). Unable to perform the displacement, rewind, force sensor and occlusion test due to unexpected insulin flow blocked alarm. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had an insulin flow blocked alarm. The customer¿s blood glucose level was 140 mg/dl. The customer performed self test and it passed as well as displacement test it failed. The insulin pump will be returned for analysis.